Event description:
The user filled a disposable with blood and placed it in the trunnion, started the centrifuge. After approximately 6 minutes the user observed blood inside the disposable. A second prp procedure was run without complications. The leaking disposable and centrifuge were returned to harvest. There was no injury to the patient. Investigation of this device revealed a high gate condition which had been previously identified on a small percentage of disposables within a particular receiving lot. Although the failure causes leakage, the leakage is a waste product of the prp procedure in that prp is used as an adjunct to any surgery and used at the physicians discretion. By screening earlier and subsequent lots it was determined that a high gate condition was isolated to one receiving lot, therefore products remaining in finished goods were screened for the high gate condition and the suspect device removed and retested yielding an approximate. 3% failure rate in the laboratory using worst case test conditions. Harvest's supplier has been notified and a full corrective action plan is being implemented. The blood wihch was spilled was contained within the sealed chamber and would not result in an injury to the patient or user. This event did not result in an exposure as defined by osha.